Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was tightly folded. The hypotube and shaft was microscopically and tactile inspected. Inspection revealed a fracture in the hypotube located 68.5 cm from the strain relief, and there were numerous kinks in the hypotube. The fractured facets of the hypotube were pinched and oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion; however, it was noted that the shaft of the balloon catheter broke in half outside the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that shaft break occurred. A 8mm x 3.00mm nc quantum apex¿ balloon catheter was selected for use to dilate the lesion; however, it was noted that the shaft of the balloon catheter broke in half outside the patient's body. The procedure was completed with a different device. No patient complications were reported.